Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly presented device alerts instructing a restart, described as error 60 and error 76, and the alerts did not clear after multiple restarts, indicating a malfunction related to bluetooth communications and internal power/control subsystems. Symptoms included potential interruption of insulin delivery due to repeated restart prompts. Outcomes included no reported injury, no hyperglycemia, no hypoglycemia, and no hospitalization. Investigation included review of the reported alerts, user troubleshooting steps performed during training, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.